Event description:
It was reported to philips that the etco2 pump will run and take a reading when the unit is in monitoring mode. The pump does not turn on during calibration. There was no reported patient involvement/adverse patient impact.